Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that a communication 'call service alarm' occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows no communication alarms however one cs064 motor error was observed in black box on (B)(4) 2015. The pump powers with returned battery cap. Exercised pump for 24 hours with a 1 unit per hour basal program. No call service alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.